Manufacturer narrative:
Based on the completed investigation, the identity of the foreign materials could not be specified, and the root cause of why they remained in the device could not be established. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During device evaluation, foreign materials were identified in multiple components, including the control unit, bending section cover, insertion tube stress boot, switches 1¿4, gripping area, angulation lever, upward/downward plate, cable stress boots (on both the control unit and scope connector sides of the universal cord section), universal cord, color ring, video cable, stress boot and boot of the video cable (on the light guide and video connector sides, respectively), light guide connector, video connector case, and forceps elevator lever. There were no patients involved.